Event description:
It was reported to gore that during a connective tissue graft procedure using gore-tex® suture, item# p7k13a/15829623a, the suture broke as the suture was being pulled through the gum. It was reported the thread broke near the end of suturing and the remaining piece of suture was cut off and discarded. It was reported that a different lot of suture was used to complete the procedure and there was no impact to the patient.